Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR.

Manufacturer narrative:
The investigation into the reported issue has been completed. Device history record review confirmed that the passed all post-sterile inspection checks. No device was received for evaluation. Due to the limited clinical information and lack of available data/product the root cause of this investigation was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 63-year-old male was implanted with an impella cp device for mechanical circulatory support. After the impella cp device was placed, it was discovered the device was under a papillary muscle. The device was repositioned unsuccessfully, and the medical team decided to remove the impella cp device, rewire, and reinsert the device. Impella cp was successfully placed.